Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. During system start up failure analysis (fa) confirmed/reproduced the customer complaint of an error 319. Fa observed some nodes were not recognized starting from the axes controller set-up (acu) on downward. Also, the left led on the fiber optic cable connecter on acu was blinking. After the fiber optic cable was replaced, the error was no longer triggered and when the original fiber optic cable was installed again, the error returned. The fiber optic cable will be replaced as a fix. The unit was tested on the patient side cart fixture test platform and passed horizontal/vertical brake, horizontal/vertical encoder and z twang tests. The complaint regarding error 319 was confirmed by the fse and failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 3 stopped functioning and the system displayed a recoverable error 319. Technical support engineer (tse) confirmed from a log review the error 319, pointing to set up joint usm3. Tse guided the caller (surgeon) through multiple attempts to hard power cycle and emergency power off; however, issue persisted. Tse suggested for the caller to disable the usm3 and proceed with the case using 3 usms. The caller indicated that although that was possible, it would be a challenging. The caller decided to convert and complete the procedure with laparoscopic surgery.